Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure code # 50. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp device. The fse checked and found that the unit was showing error message: electrical test failure code # 50. The fse replaced the defective part with a new one. The fse then found the unit to be working satisfactorily. The unit was tested for 3 hours continuously, with no problem found. The unit was then handed over to the customer in good working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a